Manufacturer narrative:
(B)(4). According to (B)(4), they reviewed their qc/qa records and were in accordance with required standards. Their records showed no deviation in quality sampling. The actual sample was not available for investigation.

Event description:
Rn in the emergency department was helping with a trauma case. The nurse's gloves got bloody, and when rn took them off, there was blood on their hands. Rn went to employee health and was treated with their normal post exposure labs/blood screening. The patient's labs came back ok. Apparently the nurse's hands were not on the wound, and the nurse did not come into contact with any sharps.